Event description:
It was reported that the right ventricular lead had ovesensing for approximately a year. Follow-up conducted revealed that the lead was connected to the new device and tested "fine". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID p1501dr ipg, implanted: 2007-(B)(6). (B)(4)